Event description:
A customer reported that the t:slim x2 pump battery would not charge, and the charging connection was not recognized even after attempting to leave the wall adapter plugged into a working outlet for 30 minutes. The issue did not result in any adverse impact on the customer's blood glucose level. Technical support arranged to send a replacement tandem cable and wall adapter via two-day shipping and planned to follow up. In the meantime, the customer was advised to rely on multiple daily injections (mdi) if the pump battery depleted before receiving the replacement charging supplies.